Manufacturer narrative:
Technician found the cover plate on the left intermediate siderail was bent. The technician fixed the cover plate and the siderail locked into position.

Event description:
Technician alleged that the patient left intermediate siderail was not locking in the raised position. No patient impact.